Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: visual analysis of the returned product revealed the packaging card was not received. Residue was present on the device likely from handling during unpacking. White material was stuck to the coated section of the catheter including the pigtail that was in contact with the packaging card. Also, the pigtail of the catheter was kinked/flattened at the distal suture hole and slight indentations were observed near the mid-working length of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is unable to be determined. (B)(4)

Event description:
Same case as MFR#: 2134265-2011-00074. It was reported that while unpacking a vtcb/10.3 flexima biliary drainage catheter, difficulty was noted during removal from the package. Upon removal, it was noted that some of the white paper backing from the package was stuck on the device. A second flexima catheter was selected and the same issue occurred. The procedure was completed with a third flexima which had no removal difficulties. As there was no contact with the patient, no patient complications were reported and the patient's status is fine.

Event description:
Same case as MFR#: 2134265-2011-00074. It was reported that while unpacking a vtcb/10.3 flexima biliary drainage catheter, difficulty was noted during removal from the package. Upon removal, it was noted that some of the white paper backing from the package was stuck on the device. A second flexima catheter was selected and the same issue occurred. The procedure was completed with a third flexima which had no removal difficulties. As there was no contact with the patient, no patient complications were reported and the patient's status is fine.